Manufacturer narrative:
On december 30, 2025, novocure was informed that the patient had been hospitalized from (B)(6) 2025, during which time the patient underwent surgery. Upon discharge on (B)(6) 2025, the patient was prescribed antibiotics due to an infection that had developed within the tumor cavity. The patient planned to resume optune gio therapy in january.

Manufacturer narrative:
On january 23, 2026, novocure received a medical record dated on january 16, 2026, containing additional clinical information. Following the revision surgery performed on (B)(6) 2025, due to fistula formation with purulent discharge and an abscess in the left temporal resection cavity, staphylococcus epidermidis was identified. The patient was initially treated with intravenous antibiotic therapy with meropenem and vancomycin. Subsequently, due to the development of neutropenia, the antibiotic regimen was changed to daptomycin and later to linezolid. Cranial MRI performed on (B)(6) 2026, demonstrated a persistent residual abscess. Based on the overall findings, the neurosurgical team discontinued antibiotic therapy and cleared the patient to resume chemotherapy. At that time, laboratory testing showed no evidence of an ongoing infection. The physician recommended that the patient remain off optune gio therapy for at least a week, until the scar healed without irritation. The patient resumed optune gio therapy on (B)(6) 2026.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 68-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure of a temporary discontinuation of optune gio therapy due to small open wounds on the left side of the scalp. On (B)(6) 2025, the patient's caregiver reported that the patient had been admitted to the hospital and was scheduled for additional surgery on the glioblastoma cavity. Purulent discharge was observed from the surgical scar, and the source required removal during surgery. A magnetic resonance imaging reportedly identified the cause, although detailed findings were not provided. On (B)(6) 2025, the caregiver confirmed that the patient remained hospitalized. Multiple attempts were made to contact the prescribing physician; however, no response was received.